Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer called asking about the service bulletin for the 2018 adt reboot issue, and then called back stating that the system "froze". There was no patient incident.